Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was due to the main keypad assembly.

Event description:
The customer contacted physio-control to report that their device would not defibrillate when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The reported issue was duplicated. The cause of the issue was the main keypad assembly (controls), inoperative due to excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs a service event code is logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device would not defibrillate when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.